Event description:
The following has been reported: clinical value analyst reported: nurse primed tubing, and noted that a small leak was coming from dial on cassette. A preliminary review identified the following issue: administration set leak (external part) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture was available for analysis. Without the proper sample or picture, an evaluation is not possible to determine the probable root cause of the reported failure. Therefore, the customer complaint cannot be confirmed. The reported leak could be related to misplaced diaphragm which resulted in a leak when the diaphragm was actuated by the valve pins in the pump, poor welding of the cassette, over-insertion of the secondary port or leak at the primary line due to insufficient solvent. An internal investigation was issued in order to determine exact root cause. The current process controls detection includes 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, quality sampling for final physical testing, for performing a flow and underwater leak tests, 100% visual inspection during the manufacturing process and final physical inspections.